Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. On an unknown date, the patient was treated with meropenem injection (1gm per day) and vancomycin injection (1gm, every 4 day) for the event. At the time of this report, the patient has recovered from the event and was discharged. No additional information is available.